Manufacturer narrative:
Device has been returned for analysis. Analysis and investigation are in progress. Once the analysis and investigation are complete, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that four years and five months post-implant, this bioprosthetic aortic valve was explanted due to noted high gradients. The valve was replaced by a non medtronic product. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted in an oval shape. All leaflets were stiff but flexible, except where visible mineralization was present. Tissue deterioration due to visible mineralization was observed on all leaflets. A leaflet remnant with mineralization attached was received with the valve. Tissue deterioration due to visible mineralization was observed on all commissures. Glistening off-white pannus covered the tissue and base stitching along all cusps, to the inflow margin of attachment, into all inferior coaptive areas and one to three mm onto all cusps, reducing the inflow orifice area. Remnants of pannus remained attached to the existing sewing ring on the outflow, to the outflow rail adjacent to the left and right cusps, extending to the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed mineralization in all leaflets and commissures. Based on the reported information and the returned product analysis, the observed calcification and pannus could cause the immobile leaflets and lead to high gradients. Mineralization and host tissue overgrowth (pannus) are generally considered patient-related conditions. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients is a known failure mode and is addressed in the current device risk management files.